Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: hi (greater than 600 mg/dl) with the aviva meter and 170 mg/dl with firefighters' meter. No adverse event reported. Return of suspect device was requested and replacement was sent.